Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient wasn¿t having any problems, but then they started to have frequent urination. It was stated that the frequent urination wasn¿t bad; they only got up twice a night, and about 5 or 6 times in the morning between 8 am and noon. It was also reported that the patient wasn¿t emptying their bladder, but the patient stated that they thought this was just normal. Due to the frequent urination, they used their programmer (pp) for the first time in a long time the day before. They hit the plus button a few times and didn¿t feel any tingling so then they pressed the minus button and got a shock in their butt; they were still feeling sore because of this. It was also noted that they cannot increase amplitude higher than 2.0. Troubleshooting found that therapy was on, and the patient was able to decrease to 1.8 on program 4. They confirmed that they were no longer feeling a shocking sensation and stated that they feel alright and didn¿t feel anything now. It was recom mended that they follow up with their healthcare provider regarding the upper limit, changing programs, and with any therapy-related concerns. The patient stated that they would contact their healthcare provider if needed, but thought the call was able to help them. No further patient complications are anticipated or expected as a result of this event.